Manufacturer narrative:
The reported event has been determined to be an early implant failure. Early implant losses suggests that the source of the problem is likely to stem from procedural errors and lack of osseointegration. The loss of integration or the non-integration of endosseous dental implants is a known inherent risk of the procedure. The local bone density has an influence on stability, which is an important determinant for implant success.

Event description:
Implant date was on (B)(6) 2015 and implant was removed (B)(6) 2015 before any possibility of a prosthetic restoration. Stability was achieved but osseointegration was not achieved. The oral cavity was asymptomatic. Bone quality is type iii.